Manufacturer narrative:
Olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before the foreign material was found. According to the customer, there was no delay in the start of the pre-cleaning and the device was rinsed prior to manual cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories, the suction channel was aspirated with water and the suction channel and valve were brushed. The customer could not confirm whether all channels were connected with tubes during processing with an automatic endoscope reprocessor (aer). The customer did not identify any issues with devices used for cleaning. The device was returned for evaluation. During evaluation, the reported issue was confirmed. A cleaning brush could not be moved smoothly through the channel because it was blocked with foreign material. Functional testing also showed that the image was noisy due to the damaged charge coupled device. Device examination found the following additional issues: the connecting tube was corrugated; the bending section adhesive was broken; and the charge coupled device lens was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. The investigation could not specify the cause of the foreign material from the available information. There was no physical damage where the foreign material was found. Based on the customer feedback received, it is unknown whether there were deviations from the device instructions during customer reprocessing (customer could not confirm all channels were connected during aer reprocessing). A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the gastrointestinal videoscope was being prepared prior to a diagnostic procedure. During inspection, foreign material was found at the suction channel. The procedure was completed using a similar device. No adverse effects to patient reported.